Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer stated that heartstart xl was booting up with an "absent electrodes" error message. There is no indication of patient involvement.